Event description:
It was reported that the patient had numerous low voltage alarms. The patient reported that he checked his batteries when the controller alarmed and the batteries had 4 bars. The patient also reported that he did not get the normal yellow diamond alarm with a 15 minute warning until battery depletion. The batteries were dated 2020. A review of the log files noted multiple low battery hazards and advisories. Technical support recommended checking the batteries and clip contacts for integrity and cleaning with an alcohol wipe. If the issue does not resolve, the battery clips may need to be replaced. Low voltage alarms were also noted when hooking up the power module. Technical support recommended inspecting the patient power cable for wear or replacing it.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed via analysis of the submitted log file. The submitted log file contained approximately 8 days of data (21mar2021 ¿ 29mar2021 per the timestamp). The rsoc and bus voltage levels were also observed to be lower than the expected voltage of approximately 14.4v while connected to the power module throughout the log file; however, the voltage levels did not drop low enough to activate an alarm. The log file captured intermittent low voltage advisory and low voltage hazard alarms while connected to 14v batteries from the beginning of the log file (captured on 21mar2021 at 14:00:02) to 28mar2021 at 21:14:46 due to the bus voltage levels fluctuating, causing the voltage to drop below the low voltage threshold. The data in the log file showed that the system controller alarmed appropriately in response to the low voltage events. No other notable alarms were observed in the log file. The atypical alarms and decreased voltage levels did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided stated that no products would be returned for evaluation. It was noted that the alarms did not resolve after exchanging the battery clips. It was also stated that the patient was given new 14v batteries and was placed on their backup controller. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the heartmate ii system controller was not reported with the event. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory/hazard alarms, and the actions to take if the issue does not resolve. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the user's system controller power cables. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the coordinator was unable to read the serial number of the system controller in use at the time of the event. The label was gone and the team no longer has the controller to look at serial number inside. Replacing the battery clips did not resolve the alarms. The patient was given new batteries and placed on backup system controller. The patient cable was not inspected or replaced. No equipment will be returned for evaluation. The coordinator did not have the serial numbers of the batteries that were exchanged.